Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: 29787.

Event description:
It was reported that both stents from a trabecular micro bypass stent system were observed "sucked into the iris" on postop day one (1) requiring eye drops in the right eye. Per report, the incarceration appeared to have not changed during a follow-up examination. The surgeon was evaluating treatment options and the patient was scheduled for follow-up. Reportedly, there were no stent obstructions observed. Additional information has been requested.

Manufacturer narrative:
MFR# reference: 29787.

Event description:
Through follow-up, the following additional information was received. Reportedly, a laser therapy was scheduled ((B)(6) 2020) and the patient most recent status was reported as ¿no pain, no iop increasing¿. A medical.